Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause of the shocking sensations was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient was experiencing intermittent, unpredictable ¿shocking¿ sensation in the left hip. The rep reported that an impedance test showed all electrodes within normal limits, less than 1,100 ohms. The rep reported that they reprogrammed the patient and after reprogramming these sensations couldn¿t be reproduced. The issue was resolved. The rep reported that the patient stated that the symptoms started ¿a little over a month ago.¿ no further complications were reported.